Event description:
It was reported that the battery gauge was fluctuating. Additionally, the pump battery was depleting quickly. The customer's blood glucose was 337 mg/dl. The customer continued to use the pump for insulin therapy.